Event description:
The device displayed error codes and there was no vacuum causing no samples to be retrieved. The procedure was completed using an alternate biopsy method. There was no patient consequence; the device was returned for evaluation.